Event description:
During explantation of proport, physician found the catheter was separated from the port. The port and capsule around the portacath were sent to pathology for analysis. Once the catheter is retrieved both pieces will be sent to smith's medical for evaluation.